Event description:
Boston scientific received information that during the implant of this pacemaker with another manufacturer's right ventricular (rv) lead, a high out of range pacing impedance measurement was observed. The lead was removed from the device header and reinserted and acceptable measurements were observed. No adverse patient effects were reported.

Manufacturer narrative:
Available information indicates that this product remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.